Manufacturer narrative:
The tech found the right siderail latch tube rivet was missing. The tech replaced the ratchet rivet to repair the bed.

Event description:
Info received indicates the right siderail is not latching.